Event description:
The customer reported that the system would display an iris gitter error message and the c-arm brake would not function properly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative adjusted the c-arm brake. The system was tested and found to be working as intended and put back in service.